Manufacturer narrative:
Concomitant product: 6937110 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the right ventricular (rv) lead exhibited impedance spikes and triggered warnings for measured high impedance on the rv defib coil and superior vena cava (svc) coil. The leads remain in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is dextrocardia. The rv lead was suspect of a fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.